Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the death was considered not related to the device. Per the death certificate the primary cause of death was ¿acute respiratory failure¿; secondary causes were ¿hypercapnia¿, takotsubo cardiomyopathy¿ and ¿cardiogenic shock¿ and the other contributing factor was ¿chronic obstructive pulmonary disease.¿

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Evolve ii clinical study. It was reported that the subject died. In (B)(6) 2013, the subject presented with stable angina (ccs classification-3). Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the subject was referred for cardiac catheterization. Target lesion #1 was located in mid right coronary artery (rca) with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.50 x 28 mm study stent. Following post-dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died of unknown cause.